Event description:
The customer called and reported he accidentally pushed buttons on the insulin pump while leaned against a wall and got 4.8 units of extra insulin. His blood glucose was 20 mg/dl. Emergency medical services were called, but stated he did not have to go with emergency medical technicians to the hospital as he had some juice and was better. Troubleshooting was declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.